Event description:
Pt had history of failed laminectomy syndrome and chronic pain. Had had percutaneous epidural spinal cord stimulators placed without adequate coverage. On 5/22/95, a spinal cord stimulator was placed epidurally in the lower thoracic spine. A lead was implanted. Approx one month after placement it failed and pt returned to surgery for exploration and repair. At surgery, an even break was found at the end of the plastic sheath.